Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt had repeated episodes of hemolysis events. The pt's ejection fraction improved to 50% and therefore the pt was explanted for recovery.

Manufacturer narrative:
The explanted device was returned to the manufacturer evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.